Event description:
Pedicle screws implanted, l-4 to s-1. All presurgery symptoms have returned as well as sharp cutting low back pain, erratic bowel and kidney functions. Periodic dragging of left foot.